Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a change in therapeutic effect with increased baseline pain. The pt moved to (B)(6) due to being unhappy with her care in (B)(6). The pt "screams in pain" and had felt that the pump was not working. The pt's status was stated as "fair." The medication being delivered via the device sys was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.